Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the display screen on the patient's old pump was discolored. The reporter indicated that the entire screen including the letter had a pink hue. This report is made based on the allegation of the pump display screen issue.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.